Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop). There was no damage or irregularities. The inner diameter of the wire lumen was measured and is within specifications. A guidewire was loaded into the tip and completely advanced through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, catheter entrapment on guide wire occurred. The 100% stenosed,complete totally occluded (cto), target lesion was located in a severely calcified and moderately tortuous below right knee artery. After a 6f non-bsc introducer sheath followed by a non- bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced for dilation and was inflated at 6 atmospheres for 30 seconds "several times." Following deflation, they attempted to remove the device but it got stuck with the wire. The devices were then removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.